Manufacturer narrative:
The AED, part of the battery, and the AED carry case were returned for evaluation. Two (2) of the battery cells, including one that appears to have vented, were not returned for investigation. The main pcba was removed from the device, placed in a test AED, and the device files downloaded. The self-test history from the AED shows it was not rescue ready from (B)(6) 2014 until the time of the reported problem on (B)(6) 2014. The AED would have beeped every 30 seconds and the rescue ready indicator would have been red indicating the AED was not ready for use. There was extensive burn damage to the carry case that held the AED. The AED also had burn damage with most of the damage occurring on the surface of the AED and a limited amount inside the battery. Based on the appearance of the internal cavity where the battery is located, it is unlikely battery venting caused melting of the external surface of the AED. It is likely the AED was exposed to an external heat source which caused the battery to reach a temperature high enough to cause battery cells to vent.

Event description:
The distributor reported the battery unexpectedly failed. The AED was damaged and no longer functions. This event occurred when the AED was in standby mode in an ambulance and was not being used.

Event description:
The distributor reported the battery unexpectedly failed. The AED was damaged and no longer functions. This event occurred when the AED was in standby mode in an ambulance and was not being used.

Manufacturer narrative:
The AED, battery, and electrodes will be returned for evaluation.